Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called for assistance due to high blood glucose levels. Troubleshooting was performed. The customer stated that the cannula was bent when removing the infusion set. The customer was very concerned because the insulin pump did not give him a no delivery alarm. The customer did not have the tubing clamp with him at the time of the call. Advised the customer that a tubing clamp would be sent. Nothing further was reported.